Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -14.0/2.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault and elevated iop: 50mmhg without pupil block and angle closure. The problem was resolved. Reportedly, "reduced icl vault with 12.6m lens good iop." The cause of the event was reported as the device - excessive vault, increased iop.

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).